Event description:
As reported: "study: UK infinity total ankle system subject: (B)(6). During final implantation of tibial tray, the implant was hit backwards (by fellow) causing it to move posteriorly by 2cm. We therefore had to remove the implant, bone graft the tibian redo the holes for the tibial tray and re-impact component. This was a failure of technique."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Please note correction to d3 (legal manufacturer) and g1 (reporting contact, manufacturing site). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. As per operative technique - page no. 49 states, in some cases, the poly may not fully seat using the insertion tool. In these rare cases only, line up the tip of the straight tibial tray impactor with the groove in the anterior face of the poly insert. Angle the impactor slightly and use a gentle distal to proximal mallet strike to complete the seating. Caution statement - striking the impactor with excessive force can result in the tibial tray pegs plowing through cancellous bone, leaving the tibial tray posteriorly translated from the anterior tibia cortex. However, in this case implant was hit backwards by the fellow during implantation as reported causing it to move posteriorly by 2cm. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "study: UK infinity total ankle system subject: (B)(6). During final implantation of tibial tray, the implant was hit backwards (by (B)(6)) causing it to move posteriorly by 2cm. We therefore had to remove the implant, bone graft the tibian redo the holes for the tibial tray and re-impact component. This was a failure of technique."